Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device provided insufficient drive to the disposable. The procedure was completed with the same device with no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device provided insufficient drive to the disposable. The procedure was completed with another like device with no adverse patient consequences. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, insufficient drive of the disposable was verified and was found to be as a result of a loose coupling.